Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited noise and unspecified capture. The lead was capped and replaced on 25 jul 2022. The patient was in stable condition. Further information was requested however, was not provided.